Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should the information become available, a supplemental report will be submitted. Stent implanted.

Event description:
This procedure was performed in (B)(6). The protege rx was implanted 10 months ago. The patient felt uncomfortable and returned to the hospital for evaluation. The physician then found the stent was fractured.